Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds and low sensing. It was noted that an x-ray was performed and confirmed the lead dislodged. The lead was successfully re positioned. The patient was in stable condition.